Event description:
Total knee replacement: the black part of the impactor separated completely from the handle attachment. It seemed loose during procedure; however, surgeon completed the surgery with it. The ps had a look at it after surgery was finished and it fell apart in her hand. No delay. No ae to patient.

Manufacturer narrative:
Examination of the returned device confirms the reported event that the black celcon portion of the device has separated from the metal base. A previous investigation found the root causes are being attributed to wear out and possible misuse (notable gouges and impaction marks on the replaceable black celcon impactor component). Based on product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.